Event description:
It was reported that pump cartridges were difficult to insert and remove. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further troubleshooting, cts created and closed case with no further action taken at that time.